Event description:
It was reported that pump displayed malfunction code 24 and could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer¿s parent insisted on resetting pump despite warning about possible low or high blood sugar, and after understanding the risks followed instructions to reset and then arranged to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump.